Event description:
The following information was provided by the guidant sales rep who was present during this case: during a percutaneous coronary intervention procedure, a cypher 2.5 x 28mm stent became dislodged as the physician attempted to withdraw the device. The physician was able to deploy the stent in an unintended location. The physician then placed a 2.5 x 23mm cypher stent in the target lesion. However, following stent deployment the physician had difficulty deflating the balloon. (This is reported under separate medwatch). There was no reported injury to the pt throughout the procedure.